Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the biocomposite interference screw, with disposable sheath, 10 x 23 mm, identified that the threads were damaged. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion. However, the device was returned without packaging components, and we are unable to confirm whether it was damaged before opening the package.

Manufacturer narrative:
Additional information: b5, d9, g3.

Event description:
Update 13-jan-2026: it was confirmed that the surgeon attempted to use the implant but it failed to hold.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery when the implant box was opened it was noticed the threads on the screw were not there. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 18-dec-2025: during an initial inspection of the returned device at arthrex gmbh it was noticed that the device has signs of usage and was likely used in the patient. Further information requested.